Event description:
It is reported that the surgeon opened the sterile package of 17mm surface, he found that there was no plate to fix the 17mm surface in the sterile package. He used the surface without the plate and screw.

Manufacturer narrative:
Evaluation codes: no additional units were available for evaluation and no reports of any issue have been received on this lot. Packaging operation contains specific instructions on placement of the insert (plate)/screw inside of the carton. Surgical technique for this product contains additional instruction on assembly of the clip/plate with screw for the 17mm articular surface and tips that the clip/plate and screw are not assembled but contained within the same carton. The assembly of the plate and screw component with the 17mm articular surface assists with lift off resistance higher flexion positions and technique requires the use of the plate and screw components. Package insert for this product also states, "all cr-flex and lps-flex 17, 20 and 23 mm articular surfaces require a locking screw to fasten the articular surface to the tibial baseplate." Investigation concluded the reported issue was likely a result of the hospital staff errantly discarding the plate/insert with the packaging supplies. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.